Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
B)(4).

Event description:
It was reported that, during a rotator cuff repair surgery, the eyelet of the "5.5mm healicoil knotless suture anchor" broke when the surgeon was moving the anchor inside the shoulder joint towards the prepped hole. The procedure was successfully completed with a competitor device and it is unknown if there was a surgical delay. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.